Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that the patient only had the implantable neurostimulator (ins) implanted due to the leads being removed in (B)(6) 2015.

Event description:
It was reported that there was an infection related to bed sores caused by being bedridden due to pneumonia which was not related to the device. The patient had an implantable neurostimulator (ins) replacement on 2015 (B)(6) for normal battery depletion and the healthcare professional (hcp) moved the ins to left side due to bed sore which was located above the battery. The old lead was removed on 2015 (B)(6) due to an infection. The area was washed out and the ins was re-implanted with plugs in the port to save the ins since it was a month old. A culture was done on the day that the lead was explanted but the results were known.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37742, serial# (B)(6); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).